Manufacturer narrative:
(B)(4). System has been carefully tested. System has been serviced according to suggested service intervals (2 year intervals) (service performed on april 2013). No technical issues has ever been observed on this particular system. Many other similar systems has been on the marked since 2005, and without any other similar reports from any other users. The same user has reported another unusual treatment result with the same type of system (same laser, different scanner) in march 2013. After this reported result, the system was also carefully inspected and tested, and found to operate 100% according to specifications. This reporting is registered in our system as (B)(4). At this point, we can not suggest any reason for the results, but will wait for the suggested meeting with the doctor, and will follow up accordingly.

Event description:
Pt has undertaken skin rejuvenation treatment. Pt is reporting unusual skin reaction after procedure. Doctor performing treatment claims to have been using normal settings on equipment - settings similar to settings which has been used on greater than 50 other pts. Skin reaction after procedure is presented on a photo, and shows uneven and unexpected skin reaction. We don't have details on the pt - a meeting with the doctor has been requested to clarify all pt and treatment details.